Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, including the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the cause of the reported failure was damage that occurred over repetitive usage and reprocessing. The complaint allegation was not confirmed. The device was not received for evaluation, and the customer¿s picture does not provide evidence of the failure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/08/2024, it was reported by a sales representative via (B)(4) that an ar-9511-2 impactor extractor was worn and broke. This occurred during use in a case with no patient effect.